Event description:
It was reported that during a da vinci-assisted pylorus preserving pancreatic duodenectomy surgical procedure, the tip of the harmonic ace broke and fell inside the patient. The fragment was retrieved and a backup instrument of the same kind was installed to proceed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the or nurse and obtained the following additional information: all fragments were retrieved during the same surgical procedure. The tip of the instrument was neatly broken and immediately removed from the patient's broken. The instrument was inspected prior to use. The surgeon was dissecting tissue when the device fragment fell inside the patient. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard materials. The instrument was never removed prior to the breakage. Upon the final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or to the instrument after the event occurred. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.14 from the base. Broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.